Manufacturer narrative:
According to the complaint, the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized just before (B)(6) 2025, due to elevated blood glucose levels after an unspecified duration of pod wear. The specific date of event was not provided. Blood glucose values were reported to have reached approximately 400 mg/dl. Reported symptoms included tiredness and vomiting. The patient stated that healthcare professionals diagnosed diabetic ketoacidosis. Treatment during hospitalization included insulin. The patient was discharged approximately 3 days later.